Manufacturer narrative:
The device was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the shunt was over flowing and a CT scan showed that the device was malfunctioning.